Manufacturer narrative:
(B)(4).

Event description:
Procedure type: thoracotomy. According to the reporter: seam failure - atrium intrapericortal. The arteria pulmonales was set up with the device but the magazine did not fire properly. The pt was harmed because of blood loss of 1000ml. Massive hemostatics and a blood transfusion was required. Operative time was extended by more than 30 minutes. There was no extension of the incision or change of operative procedure.